Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced an elevated blood glucose (bg) level over 600mg/dl and trace to moderate levels of ketones. Manual injections were administered to address the bg level and water was consumed to address the ketone level. Multiple supply changes were performed to address the occlusion alarms. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.